Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, an alert triggered for superior vena cava (svc) coil impedance out of range that was noted has high. The svc coil was turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.